Manufacturer narrative:
Mean age: 66 years. Sex: 37 male, 28 female. Literature citation: r. Pflugmacher, r. Taylor, a. Agarwal, I. Melcher, a. Disch, n. P. Haas, c. "Balloon kyphoplasty in the treatment of metastatic disease of the spine: a 2-year prospective evaluation". (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: balloon kyphoplasty (bkp) sixty five patients underwent 99 bkp procedures between may 2001 and nov 2004. Patient-related outcomes of pain visual analogue scale (vas) and oswestry disability index were assessed pre- and post-operatively and after 3, 6, 12 and 24 months. Correction of vertebral height and kyphotic deformity were assessed by radiographic measurements. Mean pain vas and oswestry disability index significantly improved from pre- to post-treatment, this improvement being sustained up to 24-month follow up. A gain in height restoration and a reduction of the postoperative kyphotic angle were seen post-operatively and at 3 months although these radiographic outcomes returned to pre-operative levels at 12 months. Bkp was associated with a rate of cement leakage and incidence vertebral fracture of 12 vertebral bodies and 8% (5 patients), respectively. No symptomatic cement leaks or serious adverse events were seen during the 24 months of follow up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.